Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. The soft cannula was measured to have the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No damage or defects were found that would cause a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod 18 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). It was also reported that the pod adhesive failed to adhere and leaking of insulin during wear was noted. When removed, the pod's cannula was found bent. Ketones were checked and found to be moderate. As treatment, a new pod was applied and a bolus was planned to be administered.